Event description:
As reported, during treatment of a post-partum hemorrhage, blood was observed within a bakri tamponade balloon catheter. The device was placed transabdominally following a caesarean delivery. The device did was used to successfully achieve hemostasis, but blood was found within the balloon after removal from the patient. No damage was detected to the balloon. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Name and address- postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary as reported, during treatment of a post-partum hemorrhage, blood was observed within a bakri tamponade balloon catheter. The device was placed transabdominally following a caesarean delivery. The device did was used to successfully achieve hemostasis, but blood was found within the balloon after removal from the patient. No damage was detected to the balloon. There have been no adverse effects to the patient reported. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. The complaint device was returned in the used condition with heavy biomatter present. Visual examination observed blood inside the balloon material. The tba connector was loose and a large blood clot was blocking the distal tip port. The device was cleaned with water only for examination. The connection was tightened, and 60ml of water was inserted for function testing. No leaks were observed in the balloon, and the product functioned normally. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." The complaint was confirmed based on customer testimony and evaluation of the returned device. Although function testing resulted in the complaint device working properly, blood was observed inside the returned balloon. A definitive cause of the event could not be determined from the available information. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.